Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the device. As the patient was pacemaker dependent, the patient experience syncope due to the pacing inhibition. No intervention was performed at this time. The patient was stable and will continue to be monitored.